Event description:
The customer reported that the system was displaying an error code "precharge error". No pt was injured and the case was moved to another room.

Manufacturer narrative:
The ge service rep checked the unit and found the breaker on the back of the generator tripped. He reset it and the system functioned normally.